Event description:
Literature was reviewed regarding patient-prosthesis mismatch after transcatheter aortic valve replacement for bicuspid aortic stenosis. The study population included 994 patients (497 with and 497 without bicuspid aortic stenosis). Multiple manufacturer¿s devices were implanted in the study population; 240 patients were implanted with a medtronic corevalve (n=31) or evolut r/pro (n=209) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: aortic root injury, coronary obstruction, stroke, major or life-threatening bleeding complication, arrhythmia requiring permanent pacemaker implant, and patient-prosthesis mismatch. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: futoshi yamanaka, et al. Incidence and prognosis of prosthesis-patient mismatch after transcatheter aortic valve replacement for bicuspid aortic stenosis. Jacc: cardiovascular interventions feb 24;18(4):492-502 2025. 10.1016/j.jcin.2024.10.002. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.